Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the pump was accidentally put into washer and broke and has water damage. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.